Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and failed. A cracked screen was observed. The receiver charged and will boot, failed. The receiver logs were unable to download and reviewed since the receiver would not turn on. The receiver was unable to be ran on the functional tester. The receiver case was opened for an internal visual inspection, and passed. After troubleshooting, no issues were observed with the receiver but the battery was found to be defective. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.